Manufacturer narrative:
Analysis: a review of the complaint details was conducted. The provided information indicates that the end of the stent and the native vessel junction had a stenosis occur a year after being implanted in the patients superior mesenteric artery. Although it is impossible to determine why the end of the stent stenosed it is a fairly common event with vascular stenting. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Stent retention testing. Stent must have retention = 5.5n for 6fr introducer sheath/guide. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformance related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question. End stent stenosis is an inherent risk of vessel stenting.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Not available for return.

Event description:
As part of the (B)(6) study being conducted by cook, inc., the following event was noted: that a stent was placed in the superior mesenteric artery during a fenestrated endovascular aneurysm repair. Follow-up cts were performed and revealed patent devices with no endoleaks or device integrity issues. At one year follow up a secondary intervention was performed to treat native vessel stenosis (70%) at the distal edge of the sma stent (atrium icast stent). The intervention included placement of a 7 x 29 mm viabahn balloon expandable stent across the area of stenosis. The intervention was successful. On the next follow up CT, core lab noted 80% stenosis in the native sma. The site noted that the sma was not patent within the sma stent. The native sma was patent. The location on the stenosis was noted to be at the ¿stent and native vessel interface¿.